Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of etoposide, doxorubicin and vincristine which began on (B)(6) 2018 at 2107 and on (B)(6) 2018 1630-1700, there was a leak from the holes on the back of the filter. There was no report of patient harm.

Event description:
The customer reported that the last 4 leaks have included the low sorbing infusion set with the texium and etoposide. The customer questioned the compatability of the tubing and the medication. The most recent event was an infusion of etoposide, doxorubicin and vincristine (all in 500ml bag) at 23ml/hr which began on (B)(6) 2018 at 2107. On (B)(6) 2018 1630-1700 there was a leak from the holes on the back of the filter. The concentrations were etoposide 0.212mg/ml (4/9mg/hr), doxorubicin approximately 0.042mg/ml and vincristine 0.0016 mg/mls. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.